Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 517 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer was treated intravenously with insulin and saline fluids and was released 4 days later with the issue resolved, with no permanent damage. Pump system check could not be performed because hospitalization staff inadvertently threw away the pump.